Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2008, pt was implanted with a depuy pinnacle hip on his left side. After the surgery, metal on metal friction and wear caused large amounts of toxic metal ions to be released into pt's blood, tissue, and bone surrounding the implant. Pt experienced severe pain, discomfort, inflammation in his left thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. Pt underwent revision surgery to replace the implant on (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Update 01 may 2018: com-019078 has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. In addition to what previously alleged, ppf alleged fracture. Added lawyer, law firm, unknown stem and unknown hip implant. Doi: (B)(6) 2008 dor: may 09, 2011 (left hip).